Event description:
Patient was hospitalized for hypoglycemia. Patient stated that "part of their problem could be in their carb counting". Nurse reports that patient is "purposely running extermely low". Device will not be returned for evaluation.